Manufacturer narrative:
(B)(4) patient code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the exact patient weight at the time of the event was not known, but the approximate weight of (B)(6) was provided. It was reported that the patient showed increased pain during the motor stall period. It was previously reported that the manufacturer representative was the initial reporter, however additional information received reported that the initial reporter of the event was the foreign healthcare professional (hcp) (B)(6). The pump logs that were provided reported that the daily dose of lignocaine was 0.158 mg/day, the daily dose of dilaudid was 0.0315 mg/day, and the daily dose of midazolam was 0.158 mcg/ml. It was initially reported that the units of measure for midazolam were mgs/ml and the pump logs indicated that the correct units of measure are mcg/ml. The pump logs indicated that there was a ¿motor stall recovery occurred¿ error on (B)(6) 2017 at 14:29, there was a ¿motor stall occurred¿ error on (B)(6)2017 at 06:18, there was a ¿motor stall recovery occurred¿ error on (B)(6)2017, there was a ¿motor stall occurred¿ error on (B)(6)2017 at 21:04, there was a ¿motor stall recovery occurred¿ error on (B)(6)2017 at 18:46. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis of the pump (B)(4) found motor gear train anomalies corrosion and/or wear and/or lubrication. Analysis identified residue in the motor gear train that contributed to the motor stalls. The previously reported no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Country of origin is (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving lignocaine 225 mgs/ml with an unknown daily dose, dilaudid 5mgs/ml with an unknown daily dose, and midazolam 1.25 mgs/ml with an unknown daily dose via an implantable pump for an unknown indication for use. It was reported that during normal use on (B)(6) 2017, there was a spontaneous pump motor stall on two occasions. It was reported that there were no known environmental/external/patient factors that may have led or contributed to the issue. It was reported that pump logs were recorded and the catheter was aspirated and it was clear. It was reported that the pump was replaced with a new pump on (B)(6) 2017. It was reported that the event was not resolved at the time of the report. The patient status at the time of the report was alive-no injury. There were no reported patient symptoms. No further complications were reported and/or anticipated.